Manufacturer narrative:
This is a final report. This case involves a delivery issue; therefore, does not involve a product malfunction and no product investigation is necessary.

Event description:
The customer reported they did not receive their replacement product and as a result, the customer experienced dizziness and vomiting. The customer also stated they lost consciousness while in the street and bruised the entire right side of their body. The customer self treated with water, and did not seek third party medical intervention. There was no report of death or permanent impairment associated with this event.